Manufacturer narrative:
On (B)(6) 2021 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On (B)(6) 2021 - the consumer claims her gums and lips swelled up while in use of the product. The consumer also had a rash on the outside of her lips.